Event description:
It was reported that there were crackling and vibrating noises, there was no error or warning. Also, there was not enough power when pressing right pedal. No further information was provided.